Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted, and blood noted on conductor and helix; the helix would not extend due to the distortion, which was due to over-turning; full lead returned and analyzed.

Event description:
It was reported during the implant procedure that that the lead had a "defective screw." The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead (B) (4) was not returned for review analysis. No further investigation.